Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent microintroducer was confirmed and likely occurred during transit or storage. Two photographs of a 5fr d/l powerpicc solo catheter kit were returned for evaluation. One of the photographs was of the kit label which was printed with ref: (B)(4) and lot: refv0188. The second photograph was of the opened procedural tray. The components visible in the tray included the catheter with the inlaid stylet, the safety scalpel, the guidewire within the packaging hoop, the introducer needle within the needle protector, and the 5fr microintroducer. The kit components appeared unused as no residual material from clinical use was noted and the components were within their respective packaging protectors/covers. The microintroducer appeared partially dislodged from within the packaging cover. A bend was noted in the exposed section of the microintroducer, directly distal of the peel-away handles. A comparison was conducted against the provided photograph and the packaging drawing. The scalpel and microintroducer were outside of their intended component slot. However, it is unknown if they were received in this configuration or if the component placement was modified by the user. As the damage was noted upon opening the kit and the kit components appeared unused, it is likely that the damage occurred due to rough shipping or storage conditions. Controls are in place (e.g. A packaging cover over the microintroducer and a designated component slot in the packaging tray) to minimize the occurrence of this type of damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that upon opening the package of the product, the introducer sheath inside supplied with seldinger was found bent, leading to impossibility of continued use. The principle of sterility was damaged for the entire product, resulting in the product being discarded. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of refv0188 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the package of the product, the introducer sheath inside supplied with seldinger was found bent, leading to impossibility of continued use. The principle of sterility was damaged for the entire product, resulting in the scrap of the product.